Event description:
During an in-clinic follow-up, the device entered backup vvi (bvvi) mode due to off-label magnetic resonance imaging (MRI). As the bvvi resulted in a loss of high voltage therapy, the patient was hospitalized. Abbott technical support was later contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.